Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found haptic bent and foreign material (residue) on lens surface. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2018, the following occurred: a 13.2mm vticm5_13.2 implantable collamer lens was neither implanted nor explanted, "label open wrong way" is stated, lens repositioning and exchange with a smaller lens is indicated, and the problem is noted as resolved with exchange. No dates are given for secondary surgery information. The right (od) eye is indicated and on (B)(6) 2018 a bcva of 20/20 and vault of 350um is reported. Attempts to obtain clarifying information have not been successful.